Event description:
Healthcare professional later noted capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.7, e.2, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown.

Event description:
Patient reported right side "low white blood cell count, capsular contracture, baker grade unknown, antibody count is way low, and concern due to the product. Additionally patient reported "autoimmune issues" which is not related to the device. Device remains implanted.